Event description:
A healthcare facility in (B)(6) reported that on two different occasions condensation in the expiratory limb of an rt200 adult dual-heated breathing circuit caused the servo I ventilator to alarm. An fph mr850 humidifier was also used in the setup. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. We are currently endeavouring to obtain further information with regard to this complaint from the customer. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt200 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is (B)(4). The complaint device is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. Without a complaint device we are unable to determine what caused the problem observed by the customer. No lot check could be performed as no lot number was provided. Condensation in the breathing circuit can be caused by a number of setup and environmental factors. Cold air sources such as fans, open windows and air conditioning can cause warm humidity in the tube to condense. The hospital further reported that they were occasionally opening the windows. A fisher & paykel healthcare representative has since visited the hospital and reported that they are now using rt340 adult dual heated evaqua breathing circuits which are specially designed to allow water vapour from expired ventilatory gases to pass through and no further condensation issues have been reported.

Event description:
A healthcare facility in (B)(6) reported that on two different occasions, condensation in the expiratory limb of an rt200 adult dual-heated breathing circuit caused the servo I ventilator to alarm. An fph mr850 humidifier was also used in the setup. No patient consequence was reported.